Manufacturer narrative:
The customer reported that the unit was chirping, and a red x was displayed in the ready-for-use window. The unit was evaluated at philips, and the symptom was verified. A shock error was logged in the status log. Replacing the therapy pca resolved the issue.

Event description:
The customer reported that the unit was chirping, and a red x was displayed in the ready for use window.